Manufacturer narrative:
(B)(4). Unable to determine the cause of the customer's report of a leak from the distal smartsite port. The customer stated the set has been discarded and is not available for failure investigation.

Event description:
The customer reported a leak from the distal smartsite port. Blood and IV fluids were noted to be backing up and leaking out of the port. The IV tubing was raised off the pt's arm and a stream of blood was spraying out of the end of the injection port where a heparin drip had been y-sited into the maintenance fluid tubing. There was no report of pt harm or medical intervention. No further pt/event info is available.